Event description:
It was reported that the customer insulin pump back plate fell off and it won't turn on. The customer's blood glucose level was unknown mg/dl. The insulin pump was returned, replaced and analyzed. No further information was reported.